Event description:
Received information stating customer is unable to fill cartridge pass 9.8 units. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report wil be submitted.